Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported a bolus of 6 units of insulin was delivered at 16:57 without user interaction with the controller. No glucose levels or carbohydrate values were input with the bolus. Additionally, the patient experienced the controller powering off and restarting on its own. The patient's blood glucose level was reportedly approximately 7 mmol/l (126 mg/dl). No medical assistance was required.